Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The device passed all functional testing with no faults identified. Log review confirmed that on (B)(6) 2026 the unit powered on into CPR-only mode as reported; however, during the power-on self-test, the shock button was detected as being pressed, held, and released, interrupting the self test and resulting in failed defibrillation testing and entry into CPR-only mode. No malfunction of the shock button was identified during evaluation. The log data suggests inadvertent activation of the shock button during power-on. The device was determined to be operating within specifications and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device prompted a "unit failed" message and then stated, "CPR only mode". Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.